Event description:
The device was returned for analysis after no stimulation and telemetry problems were discovered at implant attempt. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.